Event description:
The customer states that during initial inspection the device did not shock in the 15 joule range. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.